Event description:
It was reported that post paced t wave oversensing was observed on the right ventricular (rv) lead. Programming changes were to be made at a future date in clinic. There were no reported patient consequences.